Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they oridion module failed to communicate, replaced it a new oridion board. Updated a new logic board per c.o# (B)(4). Also damaged front case, replaced it a new front case assembly. The outlet etco2 door stuck, replaced it a new outlet door. Performed leak down test and co2 calibration with passing results. The probable cause of the reported issue was due to electrical failure of the oridion assy board etco2. A review of the device history record showed the device had a manufacture date of 10feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an unknown issue with the oridion board and it needed replaced. There was no patient involvement.